Event description:
It was reported that the system c-arm failed to power up properly. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
Ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.